Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, the injector is observed connected to a syringe and there is a yellow stain observed near the injector cap. No damage or additional product defects were observed. During manufacturing, all lots undergo leakage and pressure testing to ensure membrane integrity and verify the pressure the membrane can withstand. The performance of the sealing membrane is reduced after multiple perforations and extended activation time, the membranes are designed to be punctured up to ten times. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the photo evaluation and without the physical sample to evaluate, no root cause related to the product or our manufacturing process could be identified at this time. It¿s important to ensure the injector is connected to a mating optima component when engaging. Applying pressure to the syringe when the injector is not properly engaged can create internal pressure that may damage the membrane. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd injector locking n40-o had leakage through the membrane. The following information was provided by the initial reporter: material # 515056 batch # unknown. Verbatim: 2/1 dose of methotrexate had leaked out the end of the phaseal (which should not be able to happen--it is supposed to be a closed system and was not attached to the other part of the phaseal which allows flow). There was supposed to be something like 0.32ml in the syringe but there was only 0.3 and we could see the yellow chemo under the clear cap of the phaseal. Chemo pharmacy thankfully made us a new dose and we took a picture of the leaked dose hazardous drug exposure, delay in care.